Event description:
Inserting arterial line arrow 20-gauge 12cm into axillary artery guidewire became kinked and stuck unable to advance forward or back. Required abandonment of procedure. Necessitating another puncture in this coagulopathic patient. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient harm/injury/consequence. Therapy was reported to be delayed/interrupted.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for evaluation. An aquastat flush syringe was also returned. The guidewire contained obvious signs of use in the form of biological material. Visual examination revealed the guidewire was kinked at primarily two locations near the distal end. The proximal and distal welds were intact. The returned guide wire contained two distinct kinks near the distal end. The kinks were located at 428 mm and 435 mm from the proximal end, respectively. The total length of the guide wire measured to be 456 mm which is within specifications of 449.2-458.8 mm per product drawing. The outer diameter of the returned guide wire measured to be 0.620 mm which is within specifications of 0.610-0.635 mm per product drawing. The returned guide wire was advanced through a 20ga lab inventory needle with minimal resistance. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed the distal and proximal welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit includes the following instructions, warnings and cautions for the user: "do not use excessive force in removing catheter. If resistance is met on removal, stop and follow institutional policies and procedures for difficult to remove catheters." "Use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter together as a unit. Use of excessive force may damage catheter or spring-wire guide." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire was bent throughout and was primarily kinked at two locations along its body. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Inserting arterial line arrow 20-gauge 12cm into axillary artery guidewire became kinked and stuck unable to advance forward or back. Required abandonment of procedure. Necessitating another puncture in this coagulopathic patient. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient harm/injury/consequence. Therapy was reported to be delayed/interrupted.